Event description:
It was reported that the lead's helix had difficulty extending and retracting during fixation attempts within the implant procedure. It was also reported that the helix's extending and retracting difficulty may have been caused by blood and tissue inside the mechanism. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies were found. However, blood was found on the helix mechanism. The analyst noted the helix extends and retracts within product specification. The full lead was returned and used for analysis.